Event description:
Treatment of an aneurysm measuring 18mm x 5mm. During the procedure, it was reported that the second pipeline was not completely open when it was implanted.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).